Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented with discomfort and anxiety. Upon interrogation it was noted that there was oversensing of noise on the atrial channel leading to pacing inhibition for this pacemaker dependent patient. The noise was able to be recreated during testing. Reprogramming of the atrial sensitivity and deactivation of some device detection enhancements were made, which resulted in elimination of the oversensed noise. The ICD and ra lead remain in service and no adverse effects were reported.